Event description:
A cartridge change error was reported with the pump, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect the o-ring at the bottom of the cartridge, confirming it was in place and undamaged, before the customer replaced the cartridge. The interaction ended abruptly, but efforts to follow up were continued, although the first attempt was unsuccessful due to contact limitations.